Manufacturer narrative:
Visual evaluation revealed that the needle and sheath was kinked in several locations. In addition, the needle was in the retracted position and the stylet was loaded on the device. The distal section of the needle and stylet were broken and were not returned with the device. Functional evaluation found the needle was difficult to be extended due to kinking. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used during a transbronchial needle aspiration (tbna) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the tip of the needle got detached when it punctured a cartilage, minimal bleeding was noted but no intervention was required. The detached piece was retrieved using forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used during a transbronchial needle aspiration (tbna) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the tip of the needle got detached when it punctured a cartilage, minimal bleeding was noted but no intervention was required. The detached piece was retrieved using forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.